Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of this device granulomas developed beneath or to the side of the stoma. This required excision under general anesthesia in the operating room. No adverse health outcome resulted from this event.